Event description:
It was reported that the device would not charge the installed batteries. There was no report of patient involvement associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause of malfunction to be a failure of ic chip, u8. The u8 failure damaged the u6 ic chip and affected the assembly function.